Manufacturer narrative:
Conmed linvatec received a medwatch from the user facility on 03/26/2010. Per the user facility, the device will not be released for eval. A two year review of product history for this device shows no similar reports. The instructions for use (IFU) cautions the user: high power generator settings may result in damage to the insulation, melting of the electrode tip or increased risk of pt burns.

Event description:
.